Event description:
It was reported in a review of a journal article titled vagus nerve stimulator implantation in children, that one patient developed cellulitis over the generator 3 weeks after surgery. He was treated with 5 days of intravenous vancomycin and cefazolin therapy, followed by oral antibiotics, and had resolution of the infection.

Manufacturer narrative:
Article citation: kirse, d., werle, a., murphy, j., eyen, t., bruegger, d., hornig, g., torkelson, r. "Vagus nerve stimulator implantation in children." Archives of otolaryngology - head and neck surgery vol. 128 2002). 1263-1268.